Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was torn while all of the keypad buttons responded properly. Removal of the keypad cover found contamination under all of the button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored with faded text. In addition, the battery compartment was found to have a crack extending from the top to the case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the ¿up¿ arrow button was torn and the button was sticking. Reporter denied that there was trauma to the pump or evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.